Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recq0535 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) the PICC was inserted in upper right limb. On (B)(6), the nurse noticed a member edema, she removed the catheter and discarded the product. She inserted a new unit in upper left limb, but she identified a leak at the insertion site of the PICC after flushing. The catheter is removed at the same day and was send for analysis.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was inconclusive due to poor sample condition. One 2 fr per-q-cath catheter was returned for evaluation. An initial visual observation showed a small amount of use residue on the returned sample. What appeared to be dried residue was observed in the catheter between the 13 cm and 17 cm depth markers during tactile evaluation. An attempt was made to flush the catheter with a 12 ml syringe of water; however, the catheter was found to be fully occluded. A wetted stylet was inserted into the catheter and a clear, sticky material was observed to be blocking the catheter from the 14 cm depth marker to the proximal end. An extensive microscopic observation revealed no damage on the surface of the catheter. The catheter was dissected in multiple locations, but no damage was observed. Due to the material occluding the catheter, no leaks were manifest during functional testing. No damage or evidence of leakage was observed on the returned catheter and any microscopic damage on the catheter that may exist could not be located. Therefore this complaint was determined to be inconclusive. A lot history review (lhr) of recq0535 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that on 23-oct the PICC was inserted in upper right limb. On october 24th, the nurse noticed a member edema, she removed the catheter and discarded the product. She inserted a new unit in upper left limb, but she identified a leak at the insertion site of the PICC after flushing. The catheter is removed at the same day and was send for analysis.